Manufacturer narrative:
The field service engineer (fse) assessed and verified the system at the facility. The field application was onsite on the week of (B)(4) 2008 and addressed pre-analytical sample issues. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events. All related medwatch reports: 2122870-2011-05331, 05355, 05356, 05357, 05359, 05360, 05361, 05362, 05363, 05364, 05365, 05366.

Event description:
The customer reported erroneous troponin I (accutni) results, for multiple patients, involving two unicel dxc 600i synchron access clinical systems. This is report number one of thirteen. The results were within the risk stratification range. Subsequent testing produced results above the acute myocardial infarction (ami) and within the normal reference interval. It is unknown if the erroneous results were released out of the laboratory. It is unknown which unicel dxc 600i system produced the erroneous results. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.